Event description:
It was reported that the customer experienced cellulitis at the insertion site after two days of use. The customer was given antibiotics for fear of infection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.